Event description:
It was reported that during the implant, impedance readings for lead 3 were out of range. The physician took the lead out, put it back in and then attempted to screw it back in unsuccessfully. The lead did not screw on correctly. All impedances were out of range. The physician used a new neurostimulator and all impedances were fine.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.